Manufacturer narrative:
A dentist in the USA evaluated the case and determined that occlusion/overload was the issue and excessive use of cement which led to some loss of bone leading to the implant being overloaded.

Event description:
Implant fracture.